Event description:
The ge oec 9800 fluoroscopy sys was reported to have a right monitor that was not functioning.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective right monitor that was removed and replaced. A wig/wag brake was also replaced on the same call. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.